Event description:
Complaint reported about a burning smell from the ups.

Manufacturer narrative:
The investigation is still ongoing and conclusions will be sent in a follow up report before (B)(4) 2011. (B)(4).